Event description:
It was reported that the bowels grew into the polypropylene mesh of the composix kugel patch. The rim was folded down and a bulge could be seen. A segment of the bowels was removed. No information of correct fixation of the mesh during implantation. The mesh was implanted in 2007.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.